Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019 during which the surgeon noted a right side femoral hernia as well as damage to the anterior abdominal wall. The previously placed mesh was found to be crumpled within the femoral space. After careful dissection, he was able to partially reduce the combination femoral and direct hernia sac but a portion remained that could not be reduced. It was found to be densely adherent to the femoral artery and could not be safely removed. It was reported that the patient experienced severe pain and discomfort. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 10/19/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.